Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a resolute integrity (rx) drug-eluting stent to treat a heavily calcified lesion in the distal r ca. Device was inspected prior to use. No resistance noted while advancing the device to the lesion, however resistance was noted at the lesion site. Force was used at the lesion site. It was reported that the device failed to cross the target lesion and it was noted upon removal that the stent struts in the middle of the stent were lifted. Procedure was not completed. No patient injury reported